Event description:
The customer reported that the mx40 has weak and distorted audio. It is unclear whether the device was being used on or off the network. If the device is being used off network, in local monitor mode with no central station monitoring, and staff are not observing the device display, in the presence of life-threatening events when no sound is audible, serious injury and/or death can occur.

Event description:
The hospital's biomed reported the mx40 had weak audio. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.